Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.